Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion the distal portion of the sheath peeled or 'mushroomed' back. The sheath was removed and used a different one from another kit.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a shipping label and a catheter peel-away sheath. The sheath appeared to be damaged at the distal tip, but this cannot be confirmed without the samples to evaluate. A device history record review was performed and no relevant findings were identified. The report that the peel-away sheath became split was confirmed through examination of the customer supplied photos. The image showed that the distal tip of the peel-away sheath was split; however, it cannot be confirmed when the sample became defective as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The probable cause of defective peel-away sheath could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion the distal portion of the sheath peeled or 'mushroomed' back. The sheath was removed and used a different one from another kit.

Event description:
The customer reports that during insertion the distal portion of the sheath peeled or 'mushroomed' back. The sheath was removed and used a different one from another kit.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, peel-away sheath/dilator assembly and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the dilator body. Visual examination revealed that the peel-away sheath had split prematurely near the distal end. White marks were observed where the sheath began to tear indicating stress. The overall sheath length from the tabs to the distal end measured 4", which is within the specification limits of 3 7/8"-4 1/8" per the catheter peel-away graphic. The peel-away outer diameter measured .0945", which is within the specification limits of .093"-.099" per the peel-away extrusion graphic. The peel-away inner diameter measured .077", which is within the specification limits of .071"-.081" per the extrusion graphic. The dilator could be removed and re-inserted through the peel-away sheath with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel". The reported complaint that the sheath tip was damaged was confirmed by complaint investigation. The sheath was returned with a split at the distal end of the sheath. White marks were identified on the tear, which indicate stress. The peel-away sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the returned sheath and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.